Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory (lab) inr result and point of care (poc) inr. Results are as follows: see scanned table. Time between testing: (B)(6) 2014, inratio and poc was done simultaneously, lab draw was 2 - 3 hours after. (B)(6) 2014, inratio and poc was done simultaneously, lab draw was 1 hour after. (B)(6) 2014, poc testing performed simultaneously. Reportedly, first time patient used the inratio monitor was on (B)(6) 2014. On (B)(6) 2014, the patients warfarin was decreased based on the poc results. Therapeutic range 3.5 - 4.0 for the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4).